Event description:
During treatment, venous pressure increased with 2 hrs remaining in treatment time. Site looks ok. No visible clotting noted, although dark venous return. Setup changed (kidney+lines). Within 40 mins of treatment with new setup, pressure increased, venous blood dark, off treatment one hr remaining. Post incident conversation noted equipment operator unable to determine cause but cartridge suspected to have contributed.